Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jan-2026, it was reported by an arthrex subsidiary employee via email that the tip of an ar-2324bcc biocomposite swivelock inserter broke while inserting the device into the bone after a pilot hole was created. The surgeon was unable to remove several of the broken fragments, which remain in the patient. There are no current plans for a second procedure to remove the fragments. No significant surgical delay was noted, and no additional anesthesia was administered. This issue was discovered during an anterior capsular ligament reconstruction procedure on (B)(6) 2026. There was no problem with the strength of the graft fixation provided by the product, so the surgery was completed without further issues.